Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a current fill estimate of 17 units instead of the expected 150 units. There was no adverse impact to the customer's blood glucose level. Caller completed steps to remove air from the cartridge, used room temperature insulin, and was informed that cartridges are single-use products. Despite this, the caller declined to load a new cartridge but agreed to continue using the current cartridge and follow up if necessary.